Event description:
The peritoneal dialysis pt reported fluid droplets leaked when the pin was pulled out early. The pt was in drain 4 of 4. The pt did not use any prophylactic antibiotics. The pt discarded the sample. The pt finished treatment with manuals. The pt had no health complications at her last check up on 11/28/2013.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be field upon completion of the investigation.